Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. A nc quantum apex mr 8mm x 3.50mm balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated once and ruptured at 16 atms. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. A nc quantum apex mr 8mm x 3.50mm balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated once and ruptured at 16 atms. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed blood and contrast were present throughout the distal lumen. The balloon catheter was returned in a deflated state. A pinhole was confirmed in the balloon wall located 2mm from proximal end of distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. No other damage was found. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)